Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a cassette did not aspirate occur during the phacoemulsification with intraocular lens implantation procedure. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
The customer did not retain the product lot information for this surgical procedure pack. Therefore, the device history records traceable to the reported procedure pack could not be reviewed. Based on our current tracking, there are no adverse trends for this reported complaint. The returned fluidics management system (fms) was visually inspected. The #2 and #3 ID (inner diameter) tabs on the cassette base were broken off. The damaged/broken ID tabs on the unit in returned condition, prevented further evaluation on the console. The root cause of the customer's complaint could not be determined conclusively, as the cassette was returned with damaged/broken ID tabs. And could not be tested on the console to test for aspiration functionality. This complaint has been reviewed. And it is determined, that no further actions will be pursed at this time. Quality assurance has reviewed this complaint. And will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).